Event description:
Thrombus of more than 2cm in distal part of catheter. During the operation, it was impossible to aspirate air, resulting in air embolization. Pt experienced difficulty for a period of more than one day in building right cardiac output. Pt is doing well at this time.